Event description:
While checking the ventilator, the machine stopped and all screen displays went off. Patient went into bradycardia as low as 70's and desats to 50's bagged manually and patient's hr (heart rate) and o2 sats responded. Patient was not harmed.